Manufacturer narrative:
(B)(4). Batch # r9590c. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Then the device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused the broken clicker issue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the tissue pad was worn away but not broken off during lymph node dissection. There is no missing piece of the tissue pad and the blade tip was not broken off. No pieces fell into the patient and there was no bleeding for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.